Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's circuit leak (gas loss), and had an automatic filling error. There was no patient harm.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and automatic filling error (crack in blood detection tube). Crack in the blood detection tube confirmed; this is the cause of automatic filling error, so the fse replaced the blood detection tube (008-00-0312). Operation checked and good.